Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.this is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-08497.

Event description:
Edwards received notification from our affiliate in the (B)(6). As reported, this was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve, in the aortic position by left subclavian approach. During the procedure, the case proceeded normally until the valve alignment. There was no straight to perform valve alignment. Consequently, the balloon catheter appeared to get stuck in the valve frame at the outflow end and it was not possible to pull the rest of the balloon into the valve to achieve valve alignment. The decision was taken to remove the delivery system and sheath together, although it was not possible to get the entire valve back into the sheath. This led to a vascular injury of the subclavian artery and surgical cutdown was needed. After removal of devices, upon inspection it was found that the valve had a bent strut. Finally, a non-edwards system and valve were prepared and deployed with good result.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the site and revealed the following: the crimped thv outflow struts were over the flex tip. Once the crimped valve entered the sheath, the flex tip moved away from crimped valve, and the crimped valve remained at the same position. It indicated that the valve was stuck near the sheath tip. One valve strut was bent outward at the outflow side. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed based on provided imagery. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''patient presented moderate vessel tortuosity. During procedure, the case proceeded as normal until the valve alignment. There was nowhere straight to perform valve alignment. Consequently, the balloon catheter appeared to get stuck in the valve frame at the outflow end and it was not possible to pull the rest of the balloon into the valve to achieve valve alignment. The decision was taken to remove the system and sheath together, although it was not possible to get all the valve back into the sheath'', ''upon inspection, it was found that there was a strut protruding abnormally from the valve'', and ''as per medical opinion, the root cause of the event might be related to the fact that the valve alignment was attempt in a section with too much tortuosity''. In this case, it was likely due to non-coaxial withdrawal of crimped valve. Per imagery review, the crimped valve was not center or non-coaxial on the flex tip prior retrieval. Per training manual, ''thv can be retrieved through sheath only before thv deployment (still crimped) ensure flex tip is still over the triple marker'', and ''ensure the thv is centered on the flex tip''. If the crimped was not center or non-coaxial on flex tip, it could lead to the interaction between the valve strut and sheath shaft or resistance during the valve retrieval. So, if additional of excessive force was applied to manipulation device, it could result in bent strut (at outflow) as reported. In addition, the non-coaxial crimped valve on flex tip could be due to the tortuous anatomy of patient. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial thv withdrawal, excessive device manipulation) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified. Therefore, no corrective/ or preventative actions nor product risk assessment (pra) are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.